Event description:
During surgical procedure, head of the table drifted down. This occurred multiple times. After approximately five minutes between raising head of table up, the head would drift back down approximately two inches.